Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer uses apidra insulin within the cartridge. The pump supplies were changed to resolve the issue. Customer's blood glucose was approximately 260mg/dl.